Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for lead repositioning procedure due to an increase in capture thresholds. Imaging was performed and it was suspected that the lead had dislodged and possibly perforated. During the procedure, it was noted that the helix would not extend. The lead was removed and replaced. It was also noted that tissue was stuck inside the helix. The patient had no adverse consequences.